Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and this lead, implanted at the bundle of his, exhibited high outputs of 5v@2ms. In addition, the patient had a base rate of 80 bpm and was in an atrially paced rhythm. The battery of this crt-p was suspected to be depleting prematurely. A recent battery longevity estimate showed less than three months remaining after approximately 2 years of implant. Review of device data revealed high battery power consumption. This crt-p system remains implanted at this time. No adverse patient effects were reported. Additional information received reported that the patient will be referred for device replacement and possible bundle of his lead revision in the near future. The base rate was reprogrammed from 80 bpm to 70 bpm to conserve battery. It was noted that the patient was pacer dependent with his pacing threshold of 4v@2.0ms. The patient has a backup rv lead with good pacing thresholds, however the physician wanted keep the patient on his pacing. This crt-p system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and this lead, implanted at the bundle of his, exhibited high outputs of 5v2ms. In addition, the patient had a base rate of 80 bpm and was in an atrially paced rhythm. The battery of this crt-p was suspected to be depleting prematurely. A recent battery longevity estimate showed less than three months remaining after approximately 2 years of implant. Review of device data revealed high battery power consumption. This crt-p system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and this lead, implanted at the bundle of his, exhibited high outputs of 5v@2ms. In addition, the patient had a base rate of 80 bpm and was in an atrially paced rhythm. The battery of this crt-p was suspected to be depleting prematurely. A recent battery longevity estimate showed less than three months remaining after approximately 2 years of implant. Review of device data revealed high battery power consumption. This crt-p system remains implanted at this time. No adverse patient effects were reported. Additional information received reported that the patient will be referred for device replacement and possible bundle of his lead revision in the near future. The base rate was reprogrammed from 80 bpm to 70 bpm to conserve battery. It was noted that the patient was pacer dependent with his pacing threshold of 4v@2.0ms. The patient has a backup rv lead with good pacing thresholds, however the physician wanted keep the patient on his pacing. This crt-p system remains in service at this time. No adverse patient effects were reported. In january the device replacement procedure was performed. The his pacing lead was connected to the pacing system analyzer (psa) as the patient is pacemaker dependent and the old device was disconnected from the leads. A new device of the same model was intended to be implanted. However, the explanted device and the new device were inadvertently switched and the explanted device was reconnected to the leads. The pocket was closed and the patient was taken to recovery. Then it was realized that the new device was in the biohazard bag for disposal. The physician spoke to the patient and explained what had happened, but the patient was already eating and could not be brought back to the operating room. The patient stayed over night and the device replacement procedure was re-done the next day. There were no additional adverse patient effects related to the need for a second surgery. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.